Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) concluded that the outputs and functions of the rechargeable ins determined that it was functioning within specifications, but the battery had reduced capacity due to overdischarge. Visual inspection of the ins did not reveal any significant anomalies. Initial examination confirmed a no output and no telemetry condition, and a physician recharge mode was required to restore telemetry. A normal recharge was performed and the battery charged from the "sleep/lock" mode to "full" in 3 hours and 43 minutes. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2017 for approximately 41 minutes and the battery did not charge. A prior charge occurred on the same day; it lasted 1 hour and 48 minutes and the battery charged from 3.58v to 3.68v. The battery was not recharged for a sufficient length of time so the battery discharged back to the "sleep/lock" mode on (B)(6) 2017. After the ins had been fully recharged it passed functional testing. Good stable output was observed on the electrode pairs the ins had when received and with all electrodes referenced to one electrode. Coupling matched a known good ins. Normal impedance was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative regarding an implantable neurostimulator (ins) that had premature battery depletion. It was reported that the patient arrived on (B)(6) 2017 complaining that the device could not be charged and that the stimulation was off. On (B)(6) 2017, a manufacturer representative tried to read the device with the clinician programmer and to charge the device with the recharging system, however, both actions were unsuccessful. It was also reported that an "emergency charge" was also unsuccessfully tried. It was reported that the patient was scheduled for surgery on (B)(6) 2017, suspecting the device to be turned. An x-ray was performed prior to the surgical intervention, however, it was unclear with the image if it was turned or not. During the surgery, the physician found the device was not turned. The patient was scheduled for a second surgery on (B)(6) 2018 and the ins was replaced. Additional information received from the healthcare professional via the manufacturer representative reported that the impedances related with the connection number 1 and 6 were above 10,000 ohms on (B)(6) 2017. The connection number 4, 5 and 6 had impedances above 7,000 ohms. Everything else was between 7000 and 1000 ohms approximately. The ins was programmed with a1 using 0-, 2+, 300 microseconds, and 60 hz, program a2 utilized contacts 8-, 9-, and 10+ with 330 microseconds and 60 hz. The usage was 9,846 hours since implant from the data on (B)(6) 2017. It was indicated that no error messages were observed. The last successful recharge of the ins was not confirmed but the patient mentioned the device could not be recharged a few days before she came to the hospital. The patient did not have a history of flipping or manipulating the ins. Upon explant of the ins, there were no abnormalities observed with the ins pocket or extensions/leads. The issue resolved with the ins replacement and the patient recovered the stimulation.

Manufacturer narrative:
Conclusion code applies to the ins (serial # (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold - mth 4.3.18.additional information was received from the manufacturer representative. It was reported that the cause of the high impedance was not determined, but the lead was not replaced because good stimulation was achieved with the available connections. It was noted t hat the lead/extension serial numbers were not available and the lead implant dates were also not available. It was noted that this information was confirmed with the healthcare professional.